Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. Device evaluation summary: a paper lid, a winding former and a dispensed needle/suture of product code w8556, lot # mgq209 were returned for analysis. This product code is double armed. During the visual inspection of product double armed, a needle was observed silver and the second needle was observed with an unusual dark color on surface at a needle and did not conform to requirements. Per the sample condition, the assignable cause of assembly incorrect component was an incorrect finish. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. This product should have two white needles, however it found one needle is white, one needle is black when opening the package. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).